Manufacturer narrative:
The device was not returned for evaluation. A review of the provided imagery shows the valve and balloon center marker in different positions relative to the pigtail catheter. The imagery confirms the complaint. Additional imagery provided of the pre-procedural images of the patient¿s anatomy did not show the aortic arch and, therefore, it was not possible to corroborate the observation that ¿the patient's anterior/posterior projecting arch causing the delivery system to buttress against the outer curvature¿. During manufacturing of the commander delivery system, the delivery system and components are inspected several times throughout the manufacturing process.  In addition, product verification testing was performed on a sampling basis and all testing met specifications.  These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. A device history record review was performed and the relevant work orders did not reveal any manufacturing issues that would have contributed to the complaint event. A lot history review revealed no similar complaints. A review of the complaint history from august 2018 to july 2019 revealed other returned complaints for the code of ¿damaged¿ for the commander delivery system but no manufacturing non-conformities were found in the returned samples. A review of the IFU and procedural training manual were performed for guidance related to the event. The IFU states that the thv may lock into calcium when positioning, creating stored tension in the delivery system. The operator is advised to release tension prior to deployment to ensure the thv is coaxial within the annulus on final position. No IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.  The complaint was confirmed by the provided imagery. As the delivery system was not returned, it was not possible to confirm if a manufacturing non-conformance contributed to the complaint. A review of the manufacturing mitigations and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. Additionally, a review of IFU and training manual revealed no deficiencies. It is likely that patient/procedural factors contributed to the complaint event. Per the description of the event, there was tension in the system when the valve was being positioned. With tension present, turning the fine adjust knob may have not translated immediately to movement of the valve, however once the tension was released the valve may have moved. Since no device defect was identified, no corrective and preventative actions are required. Additionally, since a product non-conformance was not confirmed, and the occurrence rate did not exceed the complaint control limits, a product risk assessment is not required.

Manufacturer narrative:
Please reference related manufacturer report no: 2015691-2019-02740. Investigation is ongoing.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Corrected f.10 device code to 3009.  Investigation is ongoing.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. UDI: (B)(4). Investigation is ongoing.

Event description:
As reported, during a tf tavr case, the first 23mm sapien 3 valve landed 20:80 (aortic/ventricular) in the annulus. The decision was made to deploy a second 23mm sapien 3 valve to anchor the first one. The second valve was deployed in the planned 80:20 (aortic/ventricular) within the first valve. Coplanar was optimal for this patient and there was no tortuosity. The patient was stable and was transferred to the ICU for observation. There was no heart block and the mitral valve was not compromised. No pvl or central ai were noted. An amplatz es wire was used for the procedure. The stj measured 26mm and calcium was moderate in the native valve. The physician used the fine adjust knob for positioning of the first valve. The physician believed the adjustments made with the fine adjustment knob were delayed from the time he wound the knob until the point at which the action occurred at the annulus. It was believed there may have been stored tension in the system due to the patient's anterior/posterior projecting arch causing the delivery system to buttress against the outer curvature once the valve was across and the wire was in the ventricle.